Event description:
The device has been explanted and replaced.

Event description:
Explanting physician reported right side device rupture with silicone in axillary diagnosed by ultrasound. Mammogram test showed ¿benign calcifications¿. The device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, granuloma, silicone migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported event rupture/seroma-late was received on jan 15, 2025, with lot number 1672455. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). ¿ seroma-late: unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Explanting physician reported right side device rupture with silicone in axillary diagnosed by ultrasound. Mammogram test showed ¿benign calcifications¿. Healthcare professional reported right side seroma. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 1feb2025.

Event description:
Explanting physician reported right side device ¿there was a clear sign of intracapsular rupture of the right breast implant, associated with axillary siliconomas¿ diagnosed by ultrasound. Mammogram test showed ¿benign calcifications¿. Healthcare professional reported right side seroma. The device has been explanted and replaced.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: seroma.

Event description:
Healthcare professional reported right side seroma.